Event description:
The customer reported that the system image turned "white". No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He checked the interconnect cable and lemo connector and noted no issues. He made approximately 5 minutes of fluoro exposures over approximately 45 minutes without failure. He checked the camera power supply and found they were all within the 1% spec. He verified function of esd kit. He reseated vid distribution and image processor pc boards. The system works as intended.